Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 14 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was determined that the phenomenon ¿image output failure¿ occurred due to a faulty video connector. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the customer stating that the reported issue occurred during a therapeutic procedure (tur) and was completed with no delay using other camera heads but ¿without improvement¿.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned , it was observed, contrast problem was noted, battery consumption issue was noted, and foot damage was noted. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the visera video system center had image quality issue. Upon inspection of the customer¿s returned device it was observed, poor image output was noted due to poor video connector contact. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.